Event description:
It was reported that vns pt was scheduled for revision surgery. The pt had recently undergone generator replacement surgery and felt as if there was subsequently too much tension in the lead. When pt pulls their head all the way back, pt can feel the lead tighten and can see it. Further follow-up revealed that x-ray showed one of the lead connectors partially out of the generator connector block. No adverse event has been reported in conjunction with the reported incident.